Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital personnel that the pt was experiencing power fluctuations. It was determined that there was a clot within the system and a decision was made to exchange the lvad pump with another lvad pump. Unfortunately, the pt expired that evening of unk causes.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.